Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found needle separated from sensor. The insertion anomaly was unable to be confirmed.

Event description:
It was reported that the customer had issues with their sensor. It was reported that he sensor could not be inserted. It was reported that the sensor would be replaced and returned for analysis. The customer's blood glucose level was reported to be 72mg/dl. No further information provided.